Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer of matrix 7 had been equipped with a defective rail, resulting in significant difficulty when attempting to open and close it. A field service engineer had successfully utilized drawer assembly to fix the station in order to resolve the issue. The system had functioned as intended after the field service engineer had troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it experienced drawer failure. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.